Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user requested replacement of the latch on tower door 3. The customer indicated that the latch produced a clicking sound and the door failed to function properly. Troubleshooting was performed, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door latch malfunctioned and required replacement. A field service engineer replaced all 4 tower latches. Tower door 3 was observed to be clocking repeatedly. After replacing tower latches, rebooted and customer successfully tested tower doors without issues. The system functioned as intended after the field service engineer repaired the device.